Manufacturer narrative:
Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the blower is not running and found 35 volt supply failed error in the log..the customer reported that the unit was not in use on patient .

Manufacturer narrative:
Date of report: 09/24/2018. (B)(4). Date of manufacturer: 05/18/2018. Failure analysis on the returned power management (pm) board shows that the r31 solder crack open not making contact with the trace on the pm pcba created, the 35v supply failed error. The reported condition was verified.